Event description:
It was reported that the patient presented to the hospital with unspecified circulatory symptoms. Review of the implanted pacemaker data indicated the patient had a fast atrial rhythm (three atrial beats for every ventricular beat). There was oversensing and the patient had experienced a pacemaker-mediated tachycardia episode since the physician reprogrammed the pacemaker the day prior. The device was again reprogrammed to ddi 115 beats per minute, sensitivity was changed from fixed to automatic gain control, and the av delay was programmed to 210-220 ms. The changes resulted in the patient having a normal 60 beats per minute intrinsic rhythm. It was planned to continue to monitor the situation. The pacemaker remains in service.